Manufacturer narrative:
Section a4, a5: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who is experiencing blurry vision, halos and glares at night is scheduled for the explantation of multifocal preloaded toric intraocular lenses (iols). Although it has been indicated that the patient is not debilitated, the patient explicitly reported that they cannot drive at night, though this has not been medically tested. The symptoms are present in both eyes, and the patient has no pre-existing conditions contributing to these issues. No specific replacement lens model or diopter has been indicated. No further information was provided. This emdr pertains to the patient's left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
Additional information: additional information indicated that the lens exchange for the left eye (os) took place on (B)(6) 2025. The replacement lens was a non-johnson & johnson lens of +23.5 diopter. During the explant, no unplanned surgical interventions required and no medication outside of the standard of care was necessary. There was no patient injury reported. The patient outcome status was not provided/not available. The following fields were updated accordingly: section b2. Outcome attributed to adverse event: required intervention to prevent permanent impairment/damage. Section d6b. If explanted, give date: (B)(6) 2025. Section h6: health effect - impact code: 4629 - device revision or replacement. Corrected data: the following selection is no longer applicable based on the new information received: section b2. Outcome attributed to adverse event: other serious (important medical events) the following code is no longer applicable: section h6: health effect - impact code: 2199 - no health consequences or impact. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. The following field was updated accordingly: section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.